Manufacturer narrative:
The instrument was returned to the manufacturer for analysis. It was found that the tip of the returned driver has been broken off and is missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being outside of a procedure. It was reported that the driver tip was s tripped. There was no patient present.